Manufacturer narrative:
The ratcheting handle was returned to the manufacture for evaluation. After functional testing and visual/physical examination, the reported issue was not confirmed. The returned handle is fully functional with no apparent physical damage. No problem found. Eval code method is associated with this analysis, eval code result is associated with this analysis, eval code conclusion is associated with this analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not available at the time of reporting. Foreign country (B)(6). No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the instrument handle was broken. The internal mechanisms were damaged. No patient was present at the time of the event.